Event description:
Unexpected adverse event reported: it was reported that a pt experienced an unexpected adverse event while receiving morphine sulfate pain mgmt therapy after elective surgery. There was no info available related to the morphine sulfate prescription or programming parameters. It was reported that the pt unexpectedly went into respiratory distress and coded. There was no info available from the customer contact related to specific event details or interventions prior to or after the code. It was reported that the pt's respiratory status was restored after the code. Though requested, there was no additional info available.